Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. The customer advised that after replacing the battery in their device, proper device function was observed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 of the initial medwatch report indicates: additional mfg narrative : physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. The customer advised that after replacing the battery in their device, proper device function was observed. This issue is patient related; however there was no adverse patient outcome reported.